Event description:
Reporter indicated a vns patient's generator site has become red, swollen and painful. Also, the patient was never able to visualize the generator under his skin but now can see the outline of the generator. The patient denies and recent trauma or any skin abrasions around the generator site. Follow up revealed the patient has an infection at the generator site, despite antibiotics and will have the generator explanted. Additionally, the area in the neck where the lead is located is thicker than normal, which is possibly due to a low grade infection. The cause of the infection and the relationship of the infection to the vns are unknown. "Cultures were not taken because there is no discharge." Diagnostics are within normal limits.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.